Event description:
The customer reported that an error code=20 error message was displayed on the 7700 system and that the stored images disappeared when the system was turned off. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The collimator was calibrated. The system operates as intended.